Manufacturer narrative:
Resmed has requested for the device to be returned for an engineering investigation to be performed. The device has not been returned to resmed. The device was sent to the customer's medical engineering department for testing and reported to be working fine. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient expired while using a stellar device. It was reported the device was found turned off and patient was unconscious; patient expired thereafter.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device performed to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a patient expired while using a stellar device. It was reported the device was found turned off and patient was unconscious; patient expired thereafter.